Event description:
It was reported that the power wheelchair did not stop moving and the end user ran into a wall. End user sustained bruising to the toe and a small laceration. End user alleges her toe is broken ¿ but did not seek medical intervention.